Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into a reaction that led to a coma. Customer's blood glucose level was 30 mg/dl. The paramedics brought the customer to the hospital. The customer was wearing the insulin pump at the time of hospitalization. The customer went into a coma at home. The customer was advised that the device would be replaced and agreed to return the product for analysis.